Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had changed the infusion set last night. Customer woke up and the sensor reading was over 400 mg/dl. Customer checked her blood sugar level and it was 455 mg/dl. Customer removed the cannula and it was crimped. Customer stated that this has happened to her 3 or 4 times in the last 3 or 4 months. Customer was hospitalized on (B)(6) 2015 with a blood glucose level in the 200's mg/dl. Customer was sick and vomiting. Customer had a bent cannula. Customer as in an accident and was driving at the time of the accident. Customer's blood sugar was checked at the hospital. Customer was wearing the pump at the time of the urgent care visit. Customer declined troubleshooting because she knew the cause of the high blood glucose levels. Customer stated that she has been hospitalized a total of 5 times for crimped cannulas. No further assistance needed.